Manufacturer narrative:
The device is expected to be returned for analysis but has yet not been received. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the preparation, the echelon catheter was noted to have hole and was leaking near the hub. There was no patient injury. The catheter was prepared per the instructions for use (IFU). A continuous flush was used.